Event description:
It was reported that both head end side rail nurse control and brake control buttons did not function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined both head end side rail nurse control and brake control buttons did not function due to damaged siderail nurse and brake control boards.